Event description:
Infant was receiving tpn d10 via alaris IV pump. Rate was set to ordered rate of 5.8 ml/hr. The volume to be infused was set to 11.6 ml. The infant's blood glucose at the 1 hour mark was elevated. The pump was infusing and read that 5.8 ml as infused. Rn made provider aware and continued infusion. At 2 hour mar, pump alarmed finished and pump read infused amount was 11.6 ml. Infant glucose further elevated. When rn looked at the IV bag, almost all 125 ml had been infused. Pump logs show pump was set correctly and pump reads total infused 11.6 ml